Manufacturer narrative:
Additional product code: hto. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a reamer head on the ria 2 broke off of the distal end of reamer shaft. Arthroscopic hip instruments were used to retrieve the pieces left inside the canal due to the breakage of the reamer head which added time for about 10-15 minutes to the case. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown reamer shaft (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is for (1) 11.0mm reamer head for ria 2 sterile. This is report 1 of 1 (B)(4).